Event description:
The patient is a 73-year-old female with an indication for use of acute myocardial infarction complicated by cardiogenic shock. The patient¿s pre support clinical condition was consistent with scai shock stage d. An rp flex device was implanted via percutaneous left femoral venous access on (B)(6) 2026 at 11:17 am, with concomitant va ECMO support.the rp flex device functioned as intended throughout the duration of support and was successfully explanted without reported device malfunction. Although there were deviations from IFU recommendations regarding swan ganz catheter management and anticoagulation targets prior to pump placement, the provider acknowledged the associated risks and elected to proceed. No adverse events were attributed to device performance. Based on the available information, this event represents use related deviations without evidence of device malfunction or patient harm directly attributable to the rp flex device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. Corrected/added a concomitant device. Upon review, it was identified that the . Product problem (b1) was inadvertently omitted in error from initial and has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of use against labelling issue is failure to follow instructions since acts was less than 250 (196) during insertion.